Event description:
It was reported that after the rx acculink stent implantation in the heavily calcified left internal carotid artery, the patient developed profound expressive aphasia and left gaze deficit, diagnosed as a stroke. Intravenous solu-medrol was started as treatment. The patient's symptoms persisted until discharge to another hospital the same day as the procedure. The patient was transferred to a rehabilitation facility 5 days after the procedure with mild right upper extremity weakness. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of cerebrovascular accident (stroke) and weakness are listed in the rx acculink carotid stent system instruction for use although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.